Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified in distal right coronary artery. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the fifth inflation at 14 atmospheres for 10 seconds, the balloon ruptured and a pinhole was noted in the middle of the balloon. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).